Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity and moderate calcification and 99% stenosis. The xience v 3.0 x 18 mm stent was implanted and a distal edge dissection was observed. Another xience v 3.0 x 15 mm stent was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. The patient is reported to be doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Based on the information reviewed, there is no indication of a product deficiency.